Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, several potential factors were identified for the different events: the alcohol and detergent pumps may have been splashed with liquid, causing poor electrical connections and resulting in pump failure caused the alcohol and detergent pump were broken. The grey connector was broken because the connecting tube could not be attached due the connector had loosened and come apart. This may have been due to the user applying stress in the loosening direction, causing accumulated stress, or the connector being hit by a hard object. The sensor cover was missing occurred due to the user may have removed the sensor cover during cleaning and failed to replace it. In addition, the unrecommended detergent was used due the user may not have carefully read the instructions for use (IFU) and therefore did not understand the importance of using the recommended detergent by olympus. The events can be detected and prevented by following the instructions for use which state: "3.3 inspecting the equipment¿s connectors check the following for each connector. ¿ the connector should be connected firmly. ¿ the o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. 3.5 inspecting the remaining quantity of detergent, and preparation warning always use the olympus-designated detergent. If a non designated detergent is used, the endoscope may not be properly cleaned, or the predetermined sterilization effect may not be achieved. 5.3 cleaning the fluid level sensor caution be sure to attach the covers to the fluid level sensor after cleaning. Otherwise, the sensor may not be able to correctly detect the water level, and the equipment may malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the reprocessor exhibited a missing sensor cover, a broken and non-responsive alcohol and detergent pump, and a broken cleaning tank gray connector. There were no reports of patient involvement.